Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft-bearing. Eval code-conclusion updated to 12. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported the patient contacted the hcp due to the fact that the patient heard a critical alarm every 20 minutes. The event date was provided as (B)(6) 2018. It was stated the first interrogation of the pump did not show any anomalies, but the logs were checked which showed that motor stall had occurred. The patient did not have any problems at the time of the event or at troubleshooting. Pump explant was scheduled. It was stated, "because of the field-action facts. Physician and patient will be sure, that the pump works." When asked if there were any factors that may have contributed to the issue, they responded, "n/a." The issue was not resolved. The patient status was alive - no injury. The pump would be returned. No further complications were reported or anticipated. Additional information was received. Explant of the pump and implant of a new pump occurred on (B)(6) 2018. The patient was fine, and there was no more complication.